Event description:
This customer reported that during routine testing, the energy output was greater for 100 joules of energy than expected.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.